Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-07907. 1627487-2019-07909.

Event description:
Related manufacturer reference number: 1627487-2019-07907. 1627487-2019-07909. It was reported that the patient was scheduled for surgical intervention on (B)(6) 2019 wherein the patient¿s entire scs system would be explanted. No abbott rep was in attendance during the surgery.

Manufacturer narrative:
Further information was requested but not received. The investigation results will be provided in the final report.

Event description:
Device 2 of 3. Related manufacturer reference number: 1627487-2019-07907, 1627487-2019-07909. It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention may take place to address this issue.